Event description:
Subsequent to the previously filed medwatch report, new information received states that during preparation of the stent delivery system, the stent implant was observed to be dislodged from the balloon.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation; however, the reported missing stent was not confirmed. The stent was returned dislodged and damaged. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion located in the moderately calcified left anterior descending artery. After pre-dilatation was performed, during preparation of the stent delivery system prior to use, it was observed that there was no stent mounted on the 3.5x18 mm zeta stent delivery system balloon. There was no patient involvement. A new zeta was used to complete the case. There was no clinically significant delay in procedure or adverse patient effects reported. No additional information was provided.